Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage on the lcd board, mother board, interface board, remote frequency board, motor, vibrator or battery tube assembly during visual inspection. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was submerged into the ocean for a couple of minutes. The customer that fluid could be seen under the lcd screen. Blood glucose value was 6 mmol/l and most recent reading was 4 mmol/l. Customer stated that the insulin pump only has a few scratches from wear and tear. The insulin pump was replaced and returned for analysis.